Event description:
(B)(4). I had major pain and was bleeding the entire time after the surgery, all the way up until I had the essure removed. I was unable to keep food down, hold my newborn child, do daily activities until it was removed.